Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 401 mg/dl following a meal. The user was educated on avoiding overtreatment of lows and completed a supply change with a new infusion set without issues. The ilet continued insulin delivery, and bg values began trending down. No medical intervention required.